Manufacturer narrative:
The analysis was performed on a cobas 8800 analyzer (serial number: (B)(6)). The investigation was limited as the customer did not provide the requested data for review. Additionally, a complaint history analysis could not be performed due to the absence of the lot number. No internal non-conformances related to the customer allegation were identified. Discrepant results between reactive and non-reactive may occur due to factors such as contamination or a sample being near, at, or past the limit of detection of the assay. However, without further information on the sample, customer workflow, and data, a definitive root cause could not be determined. No harm or delay in treatment was reported in relation to this event.

Event description:
The initial reporter alleged discrepant results for a sample tested with the kit cobas 6800/8800 dpx 480t us assay on the cobas 8800 instrument. The sample was initially non-reactive for hepatitis a virus (hav). Upon repeat testing, the sample was reactive for hav. A second repeat test was performed, which yielded a non-reactive result for hav.